Event description:
It was reported that during a therapeutic procedure under sedation, the single use ligature could not be released. The ligature was cut and removed. No reports of adverse patient health consequences due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information received identified that the procedure was a placement of a poly loop on the stalk of a large pedunculated polyp as a prophylactic hemostatic measure. As the device did not release correctly and became stuck, a second endoscope was introduced in parallel to cut the sheath. Subsequently, the polyp was resected using a snare above the poly loop. The polypectomy was completed without placing another poly loop, and secondary hemostasis was required. The procedure could not be successfully completed. The patient did not experience any complications.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- b5, d8, h2, h3, h6, h7, h9 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined and the cause could not be established. The most probable cause of the complaint is, which is cause not established. Which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.